Event description:
An admiral xtreme pta balloon catheter was used for pre-dilatation during index procedure while treating a lesion located in the sfa and popliteal of the left leg. A dissection was also reported to have occurred during treatment with the pre-dilatation balloon. The thrombus is reported to have been present after pre-dilatation. A medtronic drug-eluting balloon was also used during the index procedure. The patient was treated with lytic therapy and medication. Investigator reported that the event was possibly related to the study device and definitely related to the procedure. It is reported that the patient recovered. The patient was on clopidogrel and a prophylactic heparin drip prior to the event.

Manufacturer narrative:
Evaluation results and conclusions: (dissection, thrombosis). (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure :(embolism). (B)(4).

Event description:
The patient suffered a distal embolization on the same day as the index procedure. It was not assessed if the event was related to the study device or procedure. The patient was discharged 5 days post index procedure.